Event description:
Clinical trial. It was reported that post index procedure, the pt experienced 2 stent thromboses (st) and 2 target vessel revascularizations (tvr). The index procedure treated a de novo lesion in the circumflex (cx). The lesion was 4 mm wide, 20 mm long, and 99% stenosed. The physician predilated the lesion prior to placing a 2.75 x 24 mm taxus express2 drug eluting stent. Residual stenosis was 5%. The pt received heparin, eptifibatide, aspirin, plavix and beta blockers. That same day, the pt had a stent thrombosis. The pt received 2 further taxus express2 drug eluting stents, a 3.0 x 28 mm and 2.5 x 12 mm. The pt was discharged to home on an unk date receiving aspirin, plavix, ace inhibitors and simvastatin. Five days post procedure, the pt was transferred by ambulance from home to the nearest hosp for an emergent tvr. The pt received 2 bare metal stents. The pt went into ventricular fibrillation and subsequent cardiogenic shock. An intraaortic balloon pump was placed and the pt was intubated and ventilated. The outcome is unk at this time, and further info has been requested.

Manufacturer narrative:
H6. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8094306 found that the device met its material, assembly and product specifications, at the time of release to distribution. These complaints are trended on a monthly basis. No root cause can be identified.